Event description:
The customer reported that the system began arcing at low kv/ma. No patient injury was reported.

Manufacturer narrative:
(B)(4). There was a defective fuse in the snubber and the customer replaced it. The system now operates as intended.